Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: guide sg-64 aaa endoanchor 62cm. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used prophylactically in the endovascular treatment of the patient. The patient also had a non mdt stent graft implanted on the same day. It was reported that 6 endoanchors were implanted during the index procedure. It was noted that the patient had peripheral vascular ischemia 1 day post the index procedure which was determined to be related to the index procedure. The patient had tingling in the left leg and was unable to bear significant weight. They were hospitalised and had an additional surgical intervention to resolve the event. No additional clinical sequelae were reported and the patient will be monitored.